Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease fold, opening crack and opening on anterior. Leak test and microscopic analysis were performed which identified an opening crack and striated opening. Based on the device analysis the final assessment is a striated opening due to surgical damage consistent in the use of a surgical tool, and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.